Event description:
The customer reported that the ventilator's remote alarm connector was broken. The ventilator was not in use, therefore there was no pt involvement or harm. The ventilator's primary alarm was functioning to specification and there was no report of intermittent remote alarm function from the customer. If the ventilator's remote alarm is not functional, when an audible alarm is activated on the ventilator the facility's remote alarm may not sound. The respironics service technician reported the remote alarm jack in the rear of the ventilator was loose and making an intermittent connection. The service technician reported there was no output signal from the remote alarm port when the ventilator alarmed. The service tech replaced the main pcb board to correct the customer reported problem. Performance verification testing was completed and all tests passed per operating specifications.